Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock imepdance measurement for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that the lead is a single coil lead which may present with high shock impedance measurements. Since it was one measurement, ts discussed the option of increasing the remote home monitoring alert and continuing to monitor the lead and ICD. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.